Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for off no power anomaly and low battery alert. The customer's blood glucose level at the time of incident was 124mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No off no power anomaly and low battery alert noted during test. The insulin pump was received with corroded battery tube, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.